Manufacturer narrative:
Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both right atrial (ra) and right ventricular (rv) leads were found dislodged during the patient's recent hospitalization. The physician believed the dislodgement occurred as a result of the device moving within the pocket. A revision was performed to create a new pocket that was higher up. Both leads were disconnected from the can and tunneled to the new pocket. The ra lead was completely taken out, but accidentally fell to the floor. A new ra lead was implanted. The rv lead and implantable cardioverter defibrillator (ICD) remains in use. No patient complications have been reported as a result of this event.